Manufacturer narrative:
Integra has completed their internal investigation on august 31, 2017. Device history record reviewed for product ida1040 work order (B)(4) / lot 1418227/ serial # (B)(4). A total of 4 were manufactured on 06/06/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. This product is 100% verified and sampling plans do not apply. Trend analysis: a two year look back in the complaint system from 08/30/2015 to 08/30/2017 for this reported failure and or related to "compression " or "ball" for product family (a1040) shows that two additional complaint were received. No new design or manufacturing trends have been identified. This issue will be monitored. Failure analysis: the complaint was partially confirmed as they provided a picture with the compression ball fractured into two pieces. Root cause: unable to determine root cause; the most likely reason could be from tightening the locking screw without having the halo support post in the compression ball. There is a warning in the instruction manual (451a1007) indicating you can damage the assembly by tightening without the post. This issue will be monitored.

Event description:
It was reported that there was a fixation ball damage when using the budde® halo retractor system (a1040). Request for additional information was sent and on 06sep2017, the following was provided by the customer: the product problem was discovered on (B)(6) 2017, before surgery in the hospital sterilize room. The product was not used on the patient. No patient harm, injury, or death alleged. There was no revision/medical intervention required and no delay in surgery reported.